Manufacturer narrative:
(B)(4) date sent: 1/16/2026 d4: batch #759c81 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -no how was the bleeding controlled? -compression. How much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. Was there any patient consequence or change in the post-operative care of the patient as a, result of the event? -no. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were, conducted on the returned device. Visual analysis of the returned sample revealed that the cecr45d reload was returned with an opened package, unfired with the reload pan partially dislodged from the left proximal side and the reload pan was noted bent. In addition, 7 double drivers and 1 single driver missing, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Further investigation into the ¿hemostasis controllable¿ issue could not be performed due to the damage observed on the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24040015, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 759c81, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy, it was observed that there was oozing after firing when both staple and cut lines were complete. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.